Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a ligament procedure, while the doctor was tightening the biosure screw, it was not fixing it. Additionally, the doctor applied excessive force and the screw broke. All parts were removed form the patient. The procedure was successfully completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to these events is received in the future, this investigation will be reopened for evaluation.